Event description:
It was reported that intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose. The customer will continue to use current pump for insulin therapy.